Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the patient was receiving a packed red blood cell transfusion, and the bag was clamped. When the pump infused the blood, it sucked the tubing dry since the bag was clamped, however, the pump also had an error. Normally, as blood or fluids infuse, when they empty, the pump catches the air that is behind the fluid as it is infusing. In this case, it continued to infuse the air that was behind the blood, and infused air beyond the air sensor and below the alaris channel. The error was spotted by the father, who informed this rn of the error. The pump was taken out of service and placed with an "out of order" tag on it." An incomplete date of event of (B)(6) 2020 was provided. It was reported that the tubing was sucked dry and filled with air. The air passed through air-in-line sensor and was seen below the pump module. The pump failed to alarm air-in-line. There was no patient impact. Although requested, additional information was not provided.